Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that his onetouch verio iq meter displayed an unknown error message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 2:15 (am/pm not specified). The patient stated that the error message is unknown because he did not read it properly. The patient's diabetes is managed with self-adjusting insulin. The patient stated that he took exercise in response to the alleged product issue. The patient claimed to have developed the symptoms of "dizzy and nauseous" but he was unable/unwilling to state when the symptoms developed. The patient stated that he self-treated with 3 units of insulin but he was unable/unwilling to state when the self-treatment was received. The patient was unable/unwilling to state if his blood was tested on another device. At the time of troubleshooting, the csr noted that the patient did not have testing supplies to perform a walk-through test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed to have developed the symptoms of "dizzy and nauseous" at an unknown date/time. These symptoms do not meet lifescan's criteria for a serious injury. The self-treatment received was not for a severe high or low blood glucose excursion. The alleged product issue was not resolved with troubleshooting.